Event description:
Error messages were reported with the adc device. Customer received a "scan again in 60 mins" message followed by a "check sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat. Paramedics were called and upon their arrival, customer was treated with oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 1. Insertion failures (event log 2) was observed. Removed the sensor plug and inspected the plug assembly, no failure mode observed. No malfunction or product deficiency was identified. Investigation concluded sensor tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.